Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms and has been high since a few weeks post implant. There is also noise present and some inappropriate anti-tachycardia pacing (atp) was given as a result. Boston scientific technical services (ts) was consulted and suggested that there might be a proximal coil issue on the lead, or a connection issue since implant or potentially a setscrew issue. The physician opened the pocket and noted that the proximal set screw on the device was loose, removed the lead, reinserted and it was better seated. The shock impedance was tested and was well within range. To date, no adverse patient effects have been reported.